Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown. The customer has no appetite and cannot eat. The customer was offered to troubleshoot for low blood glucose and customer stated there is no functionality issue with the pump. The customer stated the issue started when the settings were adjusted on thursday and reviewed basal rates on pump and found out she had run significantly high. The customer was advised to contact health care provider regarding the basal rates changed. The customer was advised to discontinue use of the pump and revert to back up until they were able to have the settings looked out. The customer was assisted with putting the pump back into suspend mode.